Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Purge pressure high: the cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product or data logs returned. Purge pressure high: the cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review. Device history the complaint pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pt. Is extubated for approx. 48 hours and shows signs of delirium. According to physician no correlation to impella therapy. No issues with the device.